Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing protector tube. Based on the results of the investigation a definitive root cause could not be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the lens malfunction: broken lens should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid scope presented broken lens. The event occurred upon receipt or unpacking. There were no reports of patient involvement.